Event description:
Pt had breast reconstruction s/p mastectomy with insertion of silicone gel breast implants. Experiencing pain across chest, bilateral contracture suspected rupture of right implant. Rupture of right implant confirmed on removal.